Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported there was an opening at the ipg incision site. Wound exploration surgery was performed on (B)(6) 2018 in which infection was ruled out. The patient has been doing well since undergoing the procedure.